Event description:
The customer reported that the unit failed to power up.

Manufacturer narrative:
(B)(4). The customer reported that the unit failed to power up. The unit was evaluated at philips, and the failure was verified. Multiple parts were replaced to resolve this failure. Due to multiple parts being replaced, we can not determine the cause of this failure.